Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the cartridge was leaking at the septum. Customer was unable to load a new cartridge due to waiting on additional supplies; reportedly the customer will administer manual insulin injections for continued insulin therapy in the meantime. There was no adverse impact to customer's blood glucose level.